Manufacturer narrative:
A software analysis was initiated. Analysis was inconclusive based on the provided information. The cause of the event was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The issue could not be replicated. The system performed as intended. Concomitant medical products: pn: 9733467, sw version: 2.3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was unable to move the 3d model of the non-invasive patient tracker during patient registration. It was reported that registration was completed with the tracker in the incorrect location, but an imprecision was observed after. It was reported that the issue occurred when connecting the tracker to the navigation system. It was reported that the site performed another registration to complete the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.